Manufacturer narrative:
All available information was investigated and the steerable guide catheter (sgc) leak could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. A cause for the sgc leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is being filed to report the leak. It was reported that during preparation of the steerable guide catheter (sgc), when putting the dilator into the hemostatic valve, all of the fluid leaked out of the back of the sgc valve, leaving the valve empty and full of air. With the dilator inside the valve, an attempt was made to flush some fluid into the valve; however fluid was running out of the valve. The sgc was not used and replaced with a new one. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.